Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported that during pre-surgery, it was observed that the motor device and the attachment device were heating up when in use together. It was reported that there were no delays in the scheduled surgical procedure as spare identical devices were available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device heating up could not be confirmed. Therefore, an assignable root cause could not be determined. However, during evaluation, it was determined that the device was loud and had a cut in the cord. It was further determined that the bearings were worn out causing the noise. It was determined that the cut in the cord was consistent with mishandling of the device by allowing the cord to come into contact with a sharp object which had punctured the cord or by exerting extreme force on the cord during cleaning or use. It was determined that the root cause of the loud noise was consistent with normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.